Manufacturer narrative:
(B)(4). The date of the implant is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT scan revealed that the aaa is 91 mm in diameter, the proximal aortic neck was 28 mm in diameter and had a 15 degree angulation. One month later, it was reported that there is a proximal type I endoleak present. One month later, an endurant aortic cuff was implanted for the treatment of the type ia endoleak along with a snorkel vascular bypass. The physician also implanted five aptus endoanchors and the type ia endoleak was resolved. It was reported that approximately one month after the secondary procedure a proximal type I endoleak was found. The patient will continue without treatment. No additional clinical sequelae were reported and the patient is fine.